Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
This is follow up#1 to report on 18/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional¿ hernia repair surgery and was implanted with a strattice device lot: ¿s11271-145¿ on (B)(6) 2013 and a non-abbvie device, log: (B)(4). The patient underwent a ¿lysis of adhesions, explantation of infected mesh, small bowel resection, right anterior component separation, repair of incisional hernia with strattice mesh¿ on (B)(6) 2017. The patient was implanted with the affected strattice device lot: ¿sp100524¿ on the same date due to ¿incisional¿ hernia." There was no adverse event reported after the affected strattice (2nd) was implanted. As reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on(B)(6) 2013 and 2nd strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same patient reported under patient identifier: (B)(6) (emdr-32105). This emdr is being submitted for the 2nd strattice.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2013 and 2nd strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same patient reported under patient identifier (B)(6) ((B)(4)). This emdr is being submitted for the 2nd strattice.